Manufacturer narrative:
Product ID mc1vr01-delsys.

Event description:
It was reported that at the end of the implant procedure the patient had chest pain related to a perforation, pericardial effusion and cardiac tamponade. Pericardial effusion was diagnosed with echocardiogram and computerized tomography (CT) scan. The physician set up a pericardial drain with one liter of blood evacuated and the patient received two units of transfused red blood cells. The leadless implantable pulse generator (ipg) was implanted and remains in use. The patient is a participant in the post approval clinical surveillance (pacs) product surveillance registry (psr). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.